Event description:
Inoblender not set up correctly to inomax device [device misuse]. O2 destats [oxygen saturation decreased]. "Pt didn't do very well" [general physical health deterioration]. Case description: this initial post marketing spontaneous case report was received on (B)(4) 2013 from a clinical educator respiratory therapist (rt) in the united states who reported that about 3 years ago a "(B)(6) on inomax did poorly" while being manually ventilated because the inoblender hose was not connected to the inomax device. Follow up information obtained on (B)(4) 2013 is included in this report.

Manufacturer narrative:
This initial post marketing spontaneous case report was received on (B)(4) 2013 from a clinical educator respiratory therapist (rt) in the united states who reported that about 3 years ago an adverse event occurred when the inoblender hose was not connected to the inomax device during manual ventilation with the inoblender. (B)(4).